Manufacturer narrative:
The subject device at this time has not been provided for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 2700 aortic valve implanted for probably 9 years 6 months underwent redo aortic valve replacement due to unknown reasons. A 25mm non-edwards valve was implanted in replacement.

Manufacturer narrative:
H11 corrected data: as per additional information the 2700 carpentier-edwards perimount aortic pericardial bioprosthesis serial number (B)(6) was not replaced. No known issues with the valve. Based on new information received, this event is no longer considered reportable.